Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was exposed to a luggage x-ray machine. Subsequently, a malfunction alarm occurred. Customer's blood glucose level was 120 mg/dl. Customer stated the malfunction alarm was cleared prior calling tandem technical support and insulin delivery was able to be resumed.